Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, as the surgeon proceeded to make the cut the pitch of the burr was different than usual and halfway through the osteotomy it broke leaving approximately half of the burr in the patient. The surgeon enlarged the incision, removed the remaining portion of the burr. The surgeon opened a second one and completed the osteotomy.